Manufacturer narrative:
Pump received with no esc and act button response due to corroded keypad traces. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Unable to perform the excessive no delivery test or verify for rewind anomaly due to no esc and act button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.